Manufacturer narrative:
Interrogation of the returned device revealed the pump had been programmed to deliver 30.0 mg/ml of ns at 0.187 mg/day in minimum rate infusion mode. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion 92 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis on (B)(6) 2017.

Manufacturer narrative:
There was no reported symptoms was not a valid statement. No longer applies. Infection was the only reported symptoms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter revealed the catheter body had significant twisting that may have affected infusion. Analysis of the catheter also found a user related hole in the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was explanted. Technical service specialist(tss) asked if there was an issue with the system, the rep reported all she knew was that the pump was alarming. Rep stated she was not able to ask a lot of questions about the event since the pump was already explanted. Rep reported that the hcp had explanted the pump this morning since there was a suspicion of infection. Rep reported when they opened the patient up, they noticed the catheter did not seem fully connected to the pump. Rep stated this was all the information she knew at this time. Rep stated that she would be sending the pump back to the manufacturer for analysis. The rep stated she would like the hcp to get a copy of the analysis letter as well. There was no reported symptoms. No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported that the cause of alarming or catheter connection was not determined. The cause of infection was not determined. The entire system was explanted. The rep had no further information. No further complications were reported.